Event description:
The lay user/patient contacted lifescan in 2007 and alleged that her one touch ultrasmart meter was not powering on. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue first occurred on the day before at 3:00 pm. She also reported that she experienced nausea and slurred speech after the reported issue began. The patient took her usual dose of 20 units of humalog and did not receive/require any medical intervention/treatment. At the time of troubleshooting, it was verified that this was not a new product and that there was no meter trauma. The patient was using the correct test strips and had replaced the battery per the owner's manual. The condition of the battery contacts was good and the battery was correctly installed. However, the meter did not turn on when the power button was pressed and when a test strip was inserted all the way into the test strip port. This complaint is reported because the alleged power issue was not resolved with troubleshooting and the patient reported experiencing symptoms of nausea and slurred speech after the issue began. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.